Event description:
(B)(4) is the importer/ initial distributor of the device. Caregiver acquired the device (B)(6) 2016 from a dme provider. Patient used the unit for a month before several bed sores were discovered. Initial treatment was in-house by nurse visitation. Patient was subsequently admitted to the hospital. Patient been in and out of the hospital to treat blisters. Caregiver advised that the unit was installed by dme provider. There is no report of any product defect and/or malfunction.